Event description:
The patient contacted animas alleging that the pump would not power on after replacing the battery. At the time of troubleshooting, the patient denied any visible damage to the pump casing or battery cap. The patient confirmed the battery cap was secured to the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 05/09/2012-device evaluation: the pump has been returned and evaluated by product analysis on 04/11/2012 with the following findings: a review of the black box history showed that the pump was last used on (B)(6) 2011, the pump showed one battery change on (B)(6) 2011 and the pump continued to be used until (B)(6) 2011. No power loss or alarms related to the issue were observed in the black box or pump history. No physical damage was noted to the battery compartment or cap. The battery cap attached securely to the pump and the pump powered on normally. The pump was exercised for 24 hours without power issues.